Event description:
The customer reported via phone call that she had bolused and her blood glucose won't go down. Customer's blood glucose was 465 mg/dl. Customer received a phone call from the nurse. Customer was advised to take a shot per health care professional's instructions. Customer never returned to the line. Customer later called back and felt irritable due to her high blood glucose. Customer also wanted a replacement set. Customer stated that she went through 3 sets that day. Customer declined further troubleshooting because her blood glucose is now okay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.